Manufacturer narrative:
Product event summary: at analysis the stated reason for return of stylus and cursor not aligning on the screen was confirmed. The xy printed circuit board/overlay cable/connector was cleaned and reseated and the stylus and overlay were able to be calibrated using the 25-point method. The programmer failed an incoming test related to the left antenna connection and the left antenna was therefore connected. The circuit boards and mechanical parts were inspected, the hard drive reconfigured and the software updated and reloaded.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. It was noted that replacing the stylus did not resolve the issue. No patient complications have been reported as a result of this event.